Event description:
It was reported that there was apparent post-pace twos (t-wave oversensing). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).